Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected power loss battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal t and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump alarmed off no power without a low battery alert warning and crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.